Event description:
It was reported that the physician used one resolute onyx rx drug eluting stent to treat a lesion located in the ostium of the lad lesion, exhibiting 80 % stenosis. The lesion was pre-dilated twice to 8atm. The resolute onyx device did device pass through a previously-deployed stent. Resistance was not encountered and excessive force was not used. The resolute onyx was deployed in the proximal lad into lm stem at 12 atms using two inflations. The stent was post-dilated with a non-mdt at 12 atm with 3 inflations. The patient developed chest discomfort and ECG changes with occlusion of a septal from likely dissection. The dissection was treated with a 2.5mm balloon. It is reported that the procedure had an excellent final result. Twenty three days later, the patient suffered another nstemi related to the target vessel. Oct was performed and it was discovered that the previously deployed stent was malapposed, due to probable loss of stent integrity. Procedural notes detail that there was there was severe mal apposition of the proximal part of the stent. No thrombus was seen. The proximal and mid sections of the stent were then dilated with a 4.5 nc balloon @ 18 a. On repeat oct a small part of the proximal stent was still unopposed. A further dilatation performed and on repeat oct it was still mal apposed. After obtaining a second opinion, a non - mdt drug eluting stent was deployed and post dilated with an excellent result. The patient recovered. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Cine image review: review of the images provided confirm the deployment of the resolute onyx stent in the lm to proximal lad. The lesion morphology appeared to prevent full concentric expansion of the stent in the mid portion of the stent even with the post dilation activities being performed. But the result of the stent deployment appeared successful. The occlusion of the septal post initial stent deployment is confirmed. No evidence of dissection is seen but the occlusion may also have been due to pinching of the side vessel as a result of the stent deployment. The septal was restored post ballooning. Images taken at a later date appear to show gaping of the previously aligned but not welded stent struts. This appears to be due to the vessel morphology. Another stent was deployed in the proximal stent to treat the patient symptoms. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.